Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.